Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The catheter leaked at the hub/catheter junction. The device was replaced, but it is unknown if this occurred during the initial implantation procedure or later. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.